Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the plastic coating on the distal end of the shaft of the device disengaged and fell into the patient cavity. The material was retrieved. There was no injury, blood loss, or extension of surgical time.